Event description:
It was reported before using the bd vacutainer® serum blood collection tubes there were 101 tubes with air bubbles in the gel. There were no health consequences or impacts reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3257991. D4. Medical device expiration date: 30-sep-2024. H4. Device manufacture date: 14-sep-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® serum blood collection tubes there were 101 tubes with air bubbles in the gel. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-may-2024. H.6 investigation summary: bd received twenty-five (25) samples from batch 3257996 and four (4) photos for investigation. The samples and photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, thirty (30) retention samples of both reported batches from bd inventory, were evaluated by visual examination and the issue of gel air bubbles was observed in one (1) sample from batch 3257996. Complaints for sample quality are under statistical control for the month of april 2024. If complaints for sample quality reach an action level, additional testing may be required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.